Event description:
A medtronic representative reported a call from a site, concerned that, while in an ent procedure, their 3d model looked poor after transferring over the network. It appeared the image was sent two times, 600 images, and they were unable to register the patient. The ent representative was on-site and while looking at the system the monitor went black. The representative turned the switch on the back of the monitor off and then back on. The monitor came on and then went black again. The surgeon opted to complete the procedure without the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed, no files have been returned to manufacturer for further evaluation. Site stated they will attempt to repair the system.

Manufacturer narrative:
The reported issue is found to be related to a hardware problem within the monitor. The site has chosen to not replace the monitor at this time.